Event description:
On (B)(6) 2025 a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2026 it was reported that due to discharge at the stoma site and stoma infection, the patient was prescribed oral antibiotic augmentin bid 1000mg, and topical antibiotic bactroban cream, both started on (B)(6) 2026. The device involved in the event remained implanted; therefore, a return sample evaluation is unable to be performed.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. A stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.